Manufacturer narrative:
This report is filed may 23, 2014.

Event description:
Per the clinic, the patient developed edema near the incision area. The site was reportedly drained on two occasions (dates not reported) without resolution. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2014; during the same surgery, the patient was re implanted with a new device. This report is filed april 30, 2014.